Event description:
Additional information was received for this case. It was reported that secondary intervention to address the migration was performed with placement of a stent graft extension and the event resolved. The investigator assessed this event to be device and procedure related. The patient is fine.

Event description:
Additional information for this case was received. The iliac stent graft has migrated 22 mm proximally. The physician elected to implant an iliac extension stent graft which resolved migration and distal type I endoleak.

Manufacturer narrative:
Results: inherent risk of procedure (migration, endoleak). Patient's condition affected effectiveness of device (anatomy related; bending of the stent graft within the aneurysm). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; bending of the stent graft within the aneurysm).

Event description:
An endurant stent graft system was implanted in a patient for the treatment of a fusiform 5.8 cm in diameter abdominal aortic aneurysm approximately 20 months ago. Vessel morphology was reported as the infra-renal angle was 45 degree, the proximal aortic neck was 33-34 mm in diameter and 22 mm in length. The distal aorta was 45 mm in diameter. The right iliac artery was 18-16 mm in diameter and the left iliac artery was 18-15-17 mm in diameter. The left common iliac was 45 mm in length. The right and left femoral arteries were 9 mm in diameter. It was reported that there was proximal migration of the left limb. The left contralateral iliac stent graft migrated proximally 20 mm and resulted in a distal type I endoleak. The cause of the migration was due to bending of the stent graft. This was only a technical observation; no intervention was performed. No further clinical sequelae were reported.